Event description:
The manufacturer received information alleging a ventilator's battery depleted and the ventilator stopped working. The patient stopped breathing and needed to be resuscitated. The patient was hospitalized and subsequently expired. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's battery depleted and the ventilator stopped working. The patient stopped breathing and needed to be resuscitated. The patient was hospitalized and subsequently expired. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.